Event description:
The manufacturer received information alleging patient is deceased. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, connector is corroded. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.